Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. The diamondback 360® coronary orbital atherectomy system instructions for use guide states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip." Additional information was requested regarding the patient's demographics and the lot number of the device, but no information has been received as of yet. If the information is provided upon additional follow-up attempts, then a follow-up report will be sent. Csi ID: (B)(4).

Event description:
An orbital atherectomy device (oad) and viperwire were selected for treatment of a severely calcified lesion in the proximal circumflex artery. The oad contacted the spring tip of the viperwire while glideassist was active, and the spring tip fractured. The fragment of the wire was abandoned in the distal obtuse marginal branch of the artery. The procedure was continued and completed as planned following the event.